Event description:
Coagulopathy & ongoing bleeding. Pump power requirements increased. Lvad flows diminished. Pump thrombosis suspected. At bedside, hmii lvad disconnected. Outflow graft utilized for placement of biomedicus lvad.